Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the dexcom app failed to pair with the ilet and produced a pairing failed alert; troubleshooting confirmed the pairing code, which was re-entered after toggling settings. Symptoms included no ilet glucose data due to unsuccessful cgm communication. Outcomes included no health impact. User support included customer guidance to verify the pairing code, review alarm history, and attempt re-pairing using device settings. Investigation of this case revealed a communication failure between the cgm transmitter and the ilet consistent with a pairing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity or pairing failure.